Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical product: pn: 65875305001, ln: 63013374, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners with calcicoat ceramic coating; pn: 811400000, ln: 63001861, femoral stem 12/14 neck taper std. Offset size 0 105 mm stem length. This report is number 1 of 2 MDR's filed for the same patient (reference 1822565-2017-01327 & 2648920-2017-00113).

Event description:
Patient underwent right hip revision procedure 4 days post-implantation due to dislocation. The femoral head and poly liner were revised.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent right hip revision procedure 4 days post-implantation due to dislocation and subluxation. The femoral head and polyethylene liner were revised.